Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump went into standby mode automatically during clinical use. When this problem was discovered during clinical use, the start button was pressed again to resume pumping. No harm.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation type, investigation result, investigation conclusion), h11. Corrected fields: h6 (medical device code). It was reported that during use the cs100 intra aortic balloon pump (iabp) the device went into standby mode automatically. No harm reported. When this problem was discovered during clinical use, the start button was pressed again to resume pumping. The device was replaced with a replacement cs300 on october 7th. They have heard that the standby time was 11 minutes. No repair information available. In future if we receive any repair information will reopen and update the investigation.